Event description:
Customer complaint: limited data available: my daughter just informed me her heating pad has started sparking. I looked it up and there was a recall can you guys send me a replacement? My address and name is below I purchased through amazon.